Event description:
It was reported that site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report a nonrecoverable fault 319. System logs showed a 319 on the endoscope controller (ec). Customer stated the blue led on the front of the ec was illuminated. Customer attempted a hard power cycle on the vision side cart to clear the fault, but the fault returned. Customer was moving the case to another da vinci room. System logs indicated the 319 fault started on friday, april 17th. The procedure was aborted to another da vinci system with no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.